Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open and bleeding skin irritation under the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient's physician was made aware of the skin irritation and the patient returned the device. Outcome of the skin irritation is unknown.